Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while the pump was in normal temperature range. Additionally, the battery gauge was observed to charge slower than expected. The customer's blood glucose level was 167 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm issue was verified. Additionally, the alleged battery issue was verified in the pump logs; however, no failure was identified.